Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went blank and battery went dead. The customer's blood glucose value was unknown. The customer did not want to troubleshoot. The customer reported that the sensor had tiny drop of blood at the end. The insulin pump will not be returned for analysis.